Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 04/24/2015: lot 147644: (B)(4) stems produced and released on 02/13/2015. No anomalies found. To date, (B)(4) stems of the same lot have been sold without any similar issue. Lot 132605: (B)(4) bipolar heads produced and released on 12/6/2013. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar issue. Lot 146500: (B)(4) heads produced and released on 01/27/2015. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar issue. On 04/21/2015, it was confirmed that no x-ray will be available. On the same date, the medical affairs director made the following comment: the reoperation is reportedly due to a trauma that caused bone fracture. There are no reasons to suspect that the origin of the trauma was device related or that the fracture has been made more serious by a faulty implant.